Event description:
It was reported that during implant attempt, the device was tested and showed atrial artifact on the electrocardiogram (egm) resulting in a fast ventricular rate. It was also reported that the device was not sensing the intrinsic atrial rate. The physician decreased the sensitivity and disconnected the atrial lead for examination. After reconnecting the atrial lead, the egm showed another form of artifact which was more like "noise". The physician elected not to implant the device and a new device was implanted. Once the atrial lead was connected to the new device, there were no further issues. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during implant attempt, the device was tested and showed atrial artifact on the electrocardiogram (egm) resulting in a fast ventricular rate. It was also reported that the device was not sensing the intrinsic atrial rate. The physician decreased the sensitivity and disconnected the atrial lead for examination. After reconnecting the atrial lead, the egm showed another form of artifact which was more like "noise". The physician elected not to implant the device and a new device was implanted. Once the atrial lead was connected to the new device, there were no further issues. It was later reported that the atrial lead also had oversensing. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.